Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the display segment was dim for four large volume pump modules, and therefore, will be replaced.

Event description:
It was reported that allegedly the display segment was dim for four large volume pump modules, and therefore, will be replaced. The customer confirmed that there was no patient involvement.

Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action. Testing: the returned display boards were tested using a test fixture attached to a cad pcu. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 4 out of 4 returned lvp display board assemblies with dim segments. Manufacturing issue. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only an lvp display board assembly was provided for investigation.